Event description:
It was reported that the device had plunger force accuracy test freezes. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed pm was confirmed. On 12-sep-25, pca was received unboxed and with paperwork. Pca failed asft analog switches test. Pca force pressure assembly board is bad. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace pca force pressure assembly t10008758 and missing wire harness clip. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger force accuracy test freezes. There was no patient involvement.